Event description:
The customer stated falsely decreased hemoglobin results were generated on the cell-dyn emerald. A patient generated a low hemoglobin result of 7.3 g/dl on the cell-dyn emerald. The patient was sent to the hospital where a new sample was obtained and yielded a hemoglobin result of 10.2 g/dl (method unknown). A result of 10.7 g/dl was generated on the cell-dyn 1800 at another site but it is not known if this was the original sample or redraw. There was no impact to patient management.

Manufacturer narrative:
(B)(4); no consequences or impact to (B)(4); low test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
The customer requested field service for issue resolution. The issue was resolved after field service replaced the counting chambers (without aperture). A review of the data submitted by the customer showed that the result contained dispersional data alerts (l flag) for the rbc, hgb, and hct parameters. The cell-dyn emerald operator's manual states that this flag is generated when a result falls below the lower panic limits set by the laboratory. When a result is flagged with a patient or panic limits alert, it is recommended that the customer follow his/her laboratory's review criteria, which may include review of a stained smear to verify the result and to check for the presence of any additional abnormality. Based on the event details and investigation, no product deficiency was identified with the cell-dyn emerald instrument. The issue was resolved after replacing the counting chambers (without aperture) on the instrument. In addition, the data submitted showed that the instrument alerted the operator to a potentially erroneous result, which required further verification.